Manufacturer narrative:
(B)(6) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k061118.

Manufacturer narrative:
Follow up # 1/supplemental report text-02/01/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time not specified). It is not specified how often the patient tests her blood glucose. The patient indicated she manages her diabetes with unspecified doses of n and r insulin; however, it unclear what action, if any, the patient took in response to the alleged power issue and it is not known if the patient tested her blood glucose with another device. At an unknown time later the patient claimed she felt ill, specifying she had symptoms of dizziness and a fast heart rate. According to the csr's documentation, as a result of her reported symptoms the patient administered her n insulin (time and dose unknown); however, the patient claimed she did not take her r insulin. It is not known how soon after self-treatment the patient's symptoms improved. At the time of troubleshooting, the patient informed the csr she does not know when the subject meter's battery was last replaced. The patient denied any trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.